Event description:
Related MFR report numbers: 1627487-2019-03357.related MFR report numbers: 1627487-2019-03359.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related MFR report numbers: 1627487-2019-03357. Related MFR report numbers: 1627487-2019-03359. It was reported the patient had ineffective therapy due to stimulation being in the wrong location. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg and leads were explanted and replaced with a drg system.